Manufacturer narrative:
Section e4: ni - it was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 336 mg/dl, 125 mg/dl, 134 mg/dl, and 136 mg/dl. Customer drank a large glass of orange juice to self-treat. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.